Event description:
When the physician used the subject device for a laparoscopic cholecystectomy, an abnormal noise was generated. The physician withdrew the subject device from the pt and during the cleaning it the probe tip probe. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for eval. The eval confirmed that the probe broke down at 16.5 mm from the distal end. There were many scratches of the probe. The shape of the fracture was partially a rough surface which showed that the fracture developed by physical stress. The ptfe pad was deformed. The manufacturing history was reviewed, with no irregularities noted. As the result of eval, we have concluded that the probe tip presumably broke because the physician activated ultrasound output while grasping thick and hard tissue and twisting. The probe was presumably scratched due to activating output in contact with metal such as a clip and forceps. Since the physician activated output with inadequate connection between the probe and the handle, the ptfe pad was presumably deformed. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the eval, this report appears to be related to user mishandling. This report is being submitted as a medical device report in an abundance of caution.